Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead helix was unable to be extended. The rv lead was not used and the physician elected to complete the procedure with a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found helix was retracted and clogged with blood. X-ray examination found the over torqued inner coil consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood.